Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was reported; the device will continue to be monitored. The patient condition was stable.

Event description:
Additional information received notes that the right ventricular (rv) lead was capped and replaced. The patient condition was unknown.